Manufacturer narrative:
Insulin pump had unresponsive blank screen due to moisture damage on the electronic assembly. The motor had moisture damage. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and selftest due to unresponsive blank display. Insulin pump received with cracked belt clip rail case corner.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump did not turn on after swimming. The customer's blood glucose was 9.9 mmol/l at the time of incident. The insulin pump was cracked at the back of the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is not expected to be returned for analysis.